Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Additional information indicates that this patient's system continues to have high out of range impedance measurements. Technical services (ts) discussed that the rv lead impedance measurements could be turned off since this is a known issue; however, would be the physician discretion. Furthermore, it was asked that the patient be evaluated for noise each time they are evaluated in the clinic. The field representative was going to talk with the clinic regarding follow-ups for this patient. The plan at this time is to continued to monitor this known issue and no laser lead extraction is planned at this time.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead had been exhibiting pacing lead impedances greater than 2000 ohms. This was issue was discovered off of a remote latitude interrogation. It was reported that the patient was to be evaluated in the office in the near future. At this time, no further information has been made available. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.